Event description:
A report was received that the patient underwent a battery site revision. The physician thought that the battery was pressing against a nerve causing pain in the leg. The patient was reportedly doing well postoperatively.